Manufacturer narrative:
(B)(4). A visual examination of the returned, used and damaged device confirmed the sheath had separated at approximately the midsection where the coil had broken. It was noted that for 2 cm proximal the point of separation, there are 2 grooves of immeasurable depth about 1 mm apart leading to the jagged edge of separation while the remaining circumference separates smoothly. At the midpoint of the remaining proximal section, the nylon tubing has thinned causing the coil to be perceptible to the touch indicating stretching and thinning of the composite flexor sheath due to atypical tensile forces applied during withdrawal. The distal portion was not returned. Per quality control specification, there is 100% inspection, insuring correct inside and outside diameter of tubing. It is also insured the material is free from surface defects, bumps, bulges and protruding coils. In addition, the distal end of sheath is confirmed to be smooth and free of rough edges. There is also a visually examination, confirming the surface of sheath is free of excessive dents, bumps or scratches. An instruction for use (IFU) is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Based on the condition of the returned device, severe contact with either arterial calcification or the placed stent damaged the sheath causing complete separation at the midsection and requiring surgical intervention to retrieve the distal portion. Prior similar complaints and risk analysis resulted in the issuance of a corrective action/preventative action for this failure mode of separation. This CAPA led to a revised IFU issued (B)(4) 2010, which is a prior to the post sterilization services date for this device; therefore, the occurrence rate since the CAPA implementation data has been calculated. The effectiveness of implementing the described corrective/preventive action has been verified. Insufficient risk to require corrective action at this time. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
Patient brought to the cath lab for scheduled right subclavian stent. Towards the end of the procedure, the flexor shuttle tibial guiding sheath was being pulled out of right radial for placement of terumo band (hemostasis device). When attempting to pull flexor shuttle tibial guiding sheath out of right radial artery over supra core wire, the sheath pulled apart with part of sheath left inside the patient. Pressure immediately held by scrub. A 300 cm supra core wire remained in broken sheath. Hemostasis obtained to puncture site. Per cardiologist, +2 ulnar pulse palpated. Patient denied any complaints at this time of the procedure. Terumo bands placed to right radial site and right brachial area. Supra core wire fixed and secured with adhesive gauze. Per cardiologist, patient started on heparin at 800 units/hr and given 1 gram ancef ivpb. Patient stable upon entry to cpu. Once sheath was removed, remaining sheath found to be approx 51 cm (entire sheath is 90 cm). Patient outcome not provided by the reporter.